Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device had issues with bleeding and hematoma. The physician confirmed that there was no infection and performed pocket hematoma evacuation. This pacemaker device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device had issues with bleeding and hematoma. The physician confirmed that there was no infection and performed pocket hematoma evacuation. This pacemaker device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with pacemaker device had issues with bleeding and hematoma. The physician confirmed that there was no infection and performed pocket hematoma evacuation. This pacemaker device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.